Manufacturer narrative:
During investigation of the monitor. The monitor experienced an essential performance failure because the data for the first 2 pulses read empty. Reporting out of an abundance of caution. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.